Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and therefore, underwent an explant procedure during which the scs system was removed. The patient is expected to fully recover postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6).